Event description:
It was reported that the arctic sun device had an alert 113 (reduced water temperature control). Nurse stated that patient was in normothermia mode, patient came in with hyperthermia, patient temperature was started to increase and water temperature did not decrease. Nurse stated that no one filled the machine recently and nurse did not had time to troubleshoot further. Nurse planned to shift the patient to a new arctic sun device. Per additional information received on 17dec2021, it appeared that the chiller was intermittently failing. The data files showed that the chiller tank intermittently stopped cooling. It appeared that possibly the hot gas bypass valve was sticking intermittently as it seemed to cool fine at other times. Per follow up information received via phone on 23dec2021, nurse stated that there was no patient harm, and therapy was completed using a different device. Nurse confirmed that another nurse called about the same device and same patient on (B)(6) 2021 and the device was sent to biomed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had an alert 113 (reduced water temperature control). Nurse stated that patient was in normothermia mode, patient came in with hyperthermia, patient temperature was started to increase and water temperature did not decrease. Nurse stated that no one filled the machine recently and nurse did not had time to troubleshoot further. Nurse planned to shift the patient to a new arctic sun device. Per additional information received on 17dec2021, it appeared that the chiller was intermittently failing. The data files showed that the chiller tank intermittently stopped cooling. It appeared that possibly the hot gas bypass valve was sticking intermittently as it seemed to cool fine at other times. Per follow up information received via phone on 23dec2021, nurse stated that there was no patient harm, and therapy was completed using a different device. Nurse confirmed that another nurse called about the same device and same patient on (B)(6) 2021 and the device was sent to biomed.